Event description:
It was reported that a patient experienced fluid in their lungs coincident with peritoneal dialysis (pd) therapy. The cause of the event was unknown. The patient was residing in a nursing home at the time of this event. The patient was hospitalized two days after onset of the event. Treatment for the fluid in lungs was unknown. On an unreported date, the patient was discharged from the hospital. It was not reported if the patient had recovered from the fluid in lung event. Pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.